Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 02-oct-2018. On investigation, the call service 069 was duplicated on investigation startup. The call service 069 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; call service 069 alarm. There is no indication the alleged product issue caused or contributed to an adverse event.